Event description:
Patient (pt) after he was done his infusion yesterday, he found a lot of medication in his lap. Not sure where medication was leaked out of. Spouse had checked all connections and everything was snug tight. Not sure if supplies or pump was faulty. Pt. Would like us to send a replacement pump - since they are leaving to travel on thursday and he usually infuses sundays. No missed does reported, no adverse events reported, serial number not provided.